Event description:
The complaint received states that during advancement of the enterprise vrd and delivery (enf452212 / 10233430) the stent was prematurely deployed in the patient. They physician tried to use an enterprise stent and said the stent came off half way to where he was going to place it. He did retrieve it and then tried another one and that one was placed. No patient or vessel info provided. There was no report of injury for the patient.

Manufacturer narrative:
The complaint received states that during advancement of the enterprise vrd and delivery (enf452212 / 10233430) the stent was prematurely deployed in the patient. The physician tried to use an enterprise stent and said the stent came off half way to where he was going to place it. He did retrieve it and then tried another one and that one was placed. No patient or vessel info provided. There was no report of injury for the patient. A non-sterile unit of enterprise vrd and delivery was received coiled inside of a plastic bag. Original box, delivery wire, introducer tube and stent were received inside of the bag. Stent involved was received deployed, no damages were observed on stent, introducer tube and delivery wire functional analysis cannot be performed according to dp 12158508 rev 1 the stent must still inside the introducer, the stent involved was received deployed. Delivery wire and stent were observed under system vision and no damages were observed. Lake region lot # 10233430, cordis lot #: 10233430. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10233430. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained (B)(4) units, which were shipped from lake region medical on february 22, 2013. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as ¿stent/ deployment difficulty-premature deployment¿ cannot be evaluated as is required due to the functional analysis cannot be performed and the stent involved was received deployed; however according to event description the stent was prematurely deployed in the patient. Neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process; therefore no corrective actions will be taken at this time. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. The cause of the event experienced by the customer could not be conclusively determined; however procedural factors might have contributed with the cause of the failures reported by the customer.

Manufacturer narrative:
Additional information received will be submitted with in 30 days of receipt.